Event description:
It has initially been reported that the trigger of the double trigger handpiece was blocked on the running position. No patient harm or injury has been reported. No surgery delay has been reported. After device evaluation, it has been confirmed that the problem could not be reproduced.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the reported event has not been confirmed.